Event description:
It was reported that the pulse generator exhibited back up operation during a firmware upgrade. The device could not be interrogated. The device was not implanted.

Manufacturer narrative:
Correction; manufacturer report 2017865-2017-35369, should not have been reported as a medical device report (MDR) as the malfunction was noted before product distribution and was still under abbott hold.